Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4) sponge detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the common bile duct (cbd) during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the biopsy cap was punctured with a blunt tip needle and placed on the scope. During the procedure, the sponge of the biopsy cap was noted to be missing. The scope was removed with the sponge stuck inside it. The procedure was successfully completed using another scope and a new and rx locking device and biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.